Event description:
It was reported that the 8mm mega needle driver instrument had an input disk missing out of the instrument housing. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have grip input disk axis #7 completely broken, detached and not returned from the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. Additional findings related to customer reported complaint: the instrument was found to have an input shaft broken. Input shaft #7 was found broken into pieces inside of the housing. Other backend components adjacent to the broken inputs do not show damage. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The instrument was found to have a frayed pitch cable at the proximal clevis hole/clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.